Event description:
Reporter alleged the lancet needle that is apart of the softclix lancing system will not puncture costomers finger. The MFR's evaluation dept determined the lancet needle sticks outside the dial cap after use when the plunger is pressed. The location of the alleged incident was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.